Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2009. The patient returned about 15 days later with three to four centimeters of dusky colored anterior vaginal wall on the left side and a large amount of foul smelling vaginal discharge. The discharge was cultured and coliform bacillus, staph, and lactobacillus were found. The patient began levaquin for ten days for infection. Then, the patient restarted estrogen vaginal cream, cleocin cream and use of a vaginal dilator thirty minutes per day to prevent vaginal agglutination. In the next day, the surgeon trimmed what was thought to be necrotic tissue, leaving three to four centimeters of exposed mesh. Currently, the patient's infection is resolved and there is good tissue healing. The mesh exposure is four centimeters in size. The patient will return to operating room for a revision of the mesh in two to four weeks.